Event description:
Drive devilbiss healthcare was notified of an incident involving a knee walker by the end user who reported that while in use, a wheel broke causing her to fall resulting in a bruised elbow and a fractured knee cap. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.